Event description:
It was reported that an right ventricular (rv) lead alert triggered with exhibited high, slow rising pace/sense impedance. Diagnostic testing/troubleshooting performed. The rv lead remains in use, and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, rv pace impedance was 2033 ohms on (B)(6) 2014 and it had been rising from a base line of around 1500 ohms in (B)(6) 2014.